Event description:
The patient reported a suspected pod failure occurring on (B)(6) 2026. While in the united states. The patient reported feeling ill at the airport. The patient alleged and elevated ketones, which did not decrease despite the patient filling the pod with additional insulin. Following a 10-hour flight and return home (united kingdom), the patient continued to feel ill. A neighbor visited the patient and suggested contacting emergency medical services, after which emergency medical services were contacted. Ketone levels were reported as 5 (units not provided). The patient was transported to a hospital for medical evaluation. The patient received fluids, and vital signs and ketone levels were reportedly stabilized. The patient remained under medical care for approximately two days and was discharged on (B)(6) 2026. The patient alleged that the medical event was associated with pod failure. No additional device performance information was available. Blood glucose values were not provided. A definitive diagnosis was not reported. No further information was available at the time of reporting. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.